Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8 709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the pump was confirmed to be flipped. The patient was to return to implanters for revision. There were no patient symptoms/injuries related to this event. The patient status was reported to be ¿alive - no injury/no adverse event.¿ it was later reported that the pump was used to deliver morphine. The pump was repositioned on (B)(6) 2013 and a mesh pouch was added for stability. The patient was receiving effective therapy.